Event description:
This patient was taken to the operating room on the day of this event for surgical intervention to treat hypoplastic left heart syndrome. Just after skin incision, the patient became unstable and required continous fluid resuscitation. The (B)(4) procedure was aborted and pulmonary artery bands were placed as a temporizing measure. When the surgical drapes were removed, the umbilical arterial catheter was noted to be spurting blood. The patient was stabilized and transferred to the pediatric intensive care unit with an open chest. The patient returned to surgery on (B)(6) 2008 for chest closure with an anticipated return for the (B)(6) procedure in a week.